Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, during the thumb advancer step, resistance was felt while splitting the sheath the last 2 cm. The clip was delivered but during removal, the device became stuck in the tissue tract. The physician depressed the vessel locator button in an unsuccessful retrieval attempt. The device was ultimately removed using force. Hemostasis was achieved using manual compression. An echo-doppler was performed and no adverse pt effects were noted. A previous coronary angiography had been performed approx 3 weeks earlier and a starclose device achieved arteriotomy closure without incident in the target groin. No additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.